Event description:
It was reported that the threads on the tip of the screwdriver was broken intraoperatively. No pt injury was reported.

Manufacturer narrative:
Device was returned to the MFR for eval. The visual macroscopic exam shows that approx 0.7 mm of the tip is sheared off. The edges of the torx feature are damaged. The visual microscopic examination suggests that the tip broke due to excessive torsional stress applied to the instrument.